Event description:
The customer reported that there is a yellow wireless monitoring loss banner at all the picix stations and telemetry devices are not connecting to the wireless network. The device was in clinical use at the time of event. No adverse event was reported.

Manufacturer narrative:
The following functional testing was done: the philips remote service engineer (rse) logged into the system and found that access point controllers apc 3 and apc 4 are not connected and not pingable. Located the apcs in the main network closet and noted that they are connected to distribution switches. Verified that they show connected status within the switch. Noted that apc3, apc4, and apc2 show that they have the green led to indicate that they are the primary (master) apc. While apc 1 and apc 5 are secondary (led flashing amber). Restarted apc 3 and apc 4. They came back online and changed to secondary status. Verified that there are no more errors occurring in the wmts logs. Cleared the yellow banner and noted that it did not return. Checked with the telemetry monitoring room and verified that the telemetry devices are now all connected to the network as expected and patient monitoring is running as intended. The rse checked with the telemetry monitoring room and verified that the telemetry devices are now all connected to the network as expected and patient monitoring is running as intended. Apc3 and apc4 somehow became primary apcs and were causing issues within the network for primary apc contention. The issue has been confirmed as resolved by the customer, no further remote support requested at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.